Event description:
It was reported that: "due to the concern of infection dr (B)(6) brought the pt to the operating room and decided to replace the liner and head listed above with new implants."

Manufacturer narrative:
The delta c-taper head 36mm +0, cat# 18-3600, lot# 537495 was also listed in this report. It cannot be determined which, is any of these devices may have caused or contributed to the pt's infection. An evaluation of the reported devices cannot be performed as they were retained by the pt and were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.